Event description:
It was reported that the 4.0x15 mm multi-link 8 stent delivery system was advanced to the target lesion; however, on angiography the stent implant could not be seen. The stent delivery system was retracted from the anatomy and upon inspection the stent implant was not on the balloon. Upon further investigation, the stent implant was found located in the yellow protective sheath. There was no unusual issues noted during preparation. A new multi-link 8 was used successfully to complete the procedure. There was no clinically significant delay in the procedure or adverse patient effects reported. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Device (B)(4) - incorrect preparation. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The stent dislodgement was confirmed. Based on analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances for the lot. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency. It should be noted that the instructions for use (IFU) in the inspection prior to use section states that prior to using the multi-link 8 coronary stent system, carefully remove the system from the package and inspect for bends, kinks, and other damage. Verify that the stent does not extend beyond the radiopaque balloon markers. Do not use if any defects are noted. Inspection of the stent in this case would have identified the stent dislodgement prior to inserting into the patient; however, did not contribute to the reported stent dislodgement as it was possibly due to handling during sheath removal.